Event description:
Boston scientific crm received information that in (B)(6) 2010, this patient was informed this pacemaker had 1.5 years of longevity remaining. However, in (B)(6) 2010, the device was at elective replacement time (ert). The device will be explanted in the near future and returned for testing.

Manufacturer narrative:
According to our resources, the device remains actively implanted at this time. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted. Following return to boston scientific, detailed mechanical and electrical testing was performed in our post market quality assurance laboratory the device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.